Event description:
Patient admitted to hospital the evening after their 2nd pc treatment with fever chest pain and rash. Treatments had been done utilizing an interal jugular central line. Pt diagnosed with non-occlusive thrombus in the right internal jugular vein and pulmonary embolism. Central line discontinued, patient anticoagulated and discharged.